Manufacturer narrative:
Long-term clinical outcomes of late stent malposition detected by optical coherence tomography after drug-eluting stent implantation. Doi: 10.1161/jaha.118.011817. Average age. Majority gender. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
This study investigated long-term clinical outcomes of optical coherence tomography(oct)-detected late stent malposition in 351 patients who received drug eluting stents and were examined by both post stent and follow-up oct after drug-eluting stent implantation from january 2009 to december 2011. It was reported that a selection of patients in the study received resolute integrity and endeavor resolute drug eluting stents. Dual antiplatelet therapy (aspirin and clopidogrel) was provided to each patient until the follow-up oct was performed. 4 maintenance or discontinuation of dual antiplatelet therapy after the follow-up oct was at the discretion of treating physicians reported adverse events on follow up included cardiac death, mi, tvr, stent thrombosis and stent malposition.